Event description:
The insert would not work "correctly." Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation:the evaluation results suggest that this event is not device related but rather is associated with intra-opreative procedures.